Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type: software product ID: tm90t0 lot# serial# (B)(6). Product type: accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported they were having a problem with the communicator "not holding a charge". When asked if the green light turns on when it is plugged in the patient confirmed it does go to green when plugged in. The patient stated they had to charge the device 3 times a day and they gets 24 boluses per day but only use 10. The patient also mentioned the ptm stalls at 91 percent and will sometimes take 6 minutes to connect. The patient had to have the communicator "pretty far away" from the pump for it to connect. An email was sent to the repair department for a replacement device due to charging issues. No patient injury reported.